Event description:
A patient reported blood glucose results of 170 mg/dl, 170 mg/dl and 209 mg/dl with a lifescan meter, performed within 10 minutes of each other. A control solution test was performed and the result fell within specifications. Test strips were replaced.